Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.1mm vticm5_12.1, -9.0/+3.0/090 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. The surgeon reports refractive surprise and lens rotation. Reportedly the lens first rotated beginning (B)(6) 2019 by 1 degree. On (B)(6) 2019 the lens had rotated 90 degrees and was repositioned. On (B)(6) 2019 the lens again rotated 10 degrees. The reporter states, "the vision has decreased after 1 week postoperation. We repositioned the lens 30 degree[s]. The lens was more floating during I/a, comparing to os." Reportedly, lens remains implanted.